Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a black image/no image. Poor contact goes out during intervention. The issue occurred during an unknown procedure. There were no reports of patient harm.

Event description:
It was reported the subject device had a black image/no image. Poor contact goes out during intervention. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, d9, g3, h2, h3, h4, h6, h10, h11 . The device was returned for evaluation and the customer's allegation was confirmed: the video cable was broken and therefore the image was not displayed. In addition, the device evaluation found fiber bonding in the outer tube area (distal end) damaged. A device history record review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure olympus will continue to monitor field performance for this device.